Event description:
Complainant alleged that during biomed testing the device failed to discharge via electrode pads or paddles. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.